Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching. A technical support specialist dialed into the station and logged off the carefusion admin account, reconfigured the station to auto-start and updated the application path, then rebooted the station. Upon reboot, the med application failed to launch due to the error, cannot open database requested by the login. The login failed for user, followed by an object reference error, collaborated with lead to recreate the carefusion application login in sql server management studio (ssms), rebooted the station into application mode, and confirmed the med application launched successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on carefusion screen. User rebooted the station, but issue persisted. There were no adverse events or injuries reported based on this event.